Event description:
The customer reported that the sys lost video and went to black and white. This happened during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep tightened a loose connection on the power cable. The sys was tested and found to be working as intended and put back in svc.